Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen 3, lot r196, for a patient with a history of anti-e. Equivocal to positive (2+) reactions were obtained with some test wells with capture-r ready-ID, (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Review of files showed an acceptable camera report and no errors at times of testing. In crrs3 lot r196 both times the sample was tested on the echo well 2 (e homozygous) was negative with a reaction score of 0, visually negative. The second run of this lot gave equivocal reactions in well 1 and 3, both e negative, well 2 which is e positive resulted negative. In crrid lot ID (B)(4) wells 3 and 6 are e positive, 3 homozygous, 6 heterozygous. Both gave equivocal reactions with reaction scores of 8, visually positive. In addition wells 1 and 2 were positive (1+), wells 9 and 14 equivocal, and well 13 was positive (2+). Visually all appear as reported by the echo. No clinically significant antibody identified. The customer was referred to the limitation section of the package insert which states: "negative reactions will be obtained if the test specimen contains antibodies present in concentration too low to be detected by the test methods employed. Insert code (B)(4) rev 6/06." Advised customer that due to weak reactivity in tube and capture-r ready-ID, we are unable rule out a low titer antibody. No further action required. The instrument is operating within specifications.